Event description:
It was reported that the core impaction drill displayed an overheating message on the console prior to a case. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, worn driveshaft bearings were discovered.